Event description:
A report was received through a survey, that a patient's initial ipg was replaced for unknown reasons. The patient's second ipg was also replaced due to the ipg being "defective". The patient's third ipg is now not working, but remains implanted.